Event description:
Healthcare professional (hcp) reports excess fluid removal during hemodialysis treatment. This occurred on reuse number 6. This pt's pre-treatment weight was 64.6 kilograms (kg), target weight was 3.6kg and post-treatment weight was 58.5kg. A 'dialysate pressure high' alarm was received but no other alarms were received during treatment. The pt complained of nausea, dizziness and cramps and was administered 900cc normal saline. The pt is fully recovered at this time.